Event description:
It was reported to the aci sales professional on 10/04/10 that a female patient underwent a coronary intervention catheterization procedure (exact date unknown). There was no information provided regarding any relevant patient or procedural details, including pre-procedural femoral angiogram to assess suitability of closure. The physician, a trained user of the mynx, chose the device for femoral artery closure following the procedure. The device was reportedly prepped and deployed per the instructions for use. (No further information was provided regarding the deployment of the mynx). It was reported that while in recovery shortly post procedure, the patient developed a hematoma. The patient underwent a transfusion (number of units unknown). No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the limited patient and procedural information provided, it is inconclusive as to the cause of the reported hematoma with transfusion. There was no information provided regarding the pre-procedural femoral angiogram to assess suitability of closure. Hematomas are listed within the instructions for use as potential complications associated with vessel closure. The review of the lhr (lot # f1020901) indicated that the mynx device met all established performance criteria prior to shipment.